Event description:
14 year old female with medical history of aortic insufficiency s/p aortic valve replacement for bicuspid underwent a ross procedure using a 22mm pulmonary homograft on 2/7/1996. On 6/9/1998, patient had valve explanted due to stenosis of conduit. The valve was replaced with a 23mm pvoo.